Event description:
It was reported that the patient presented for follow up with a low pacing impedance measurement for the right ventricular lead. No further information was available.

Manufacturer narrative:
Voluntary medwatch # mw5147544